Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during an abdominal hysterectomy, the device jaws could not be re-opened while on tissue. The customer did not provide information as to how the device was removed, but stated that it was removed without any patient injury.